Manufacturer narrative:
The generator was tested and found to function properly and within all specifications. The keying and activation circuitry was specifically tested and within all tolerances. No conditions were found with the returned generator that would cause or contribute to the customer's report.

Event description:
The customer described that the generator was being used in a laparoscopic procedure with an ethicon endoshear in the monopolar footswitching mode when the generator continued to activate. No pt injuries occurred.